Event description:
Physician was attempting to deliver one endeavor resolute drug-eluting stent to a lesion in the lcx with approximately 75% stenosis. Resistance was encountered advancing the device to the target lesion and force was used in the attempt to deliver the stent. It was reported that the stent could not cross the lesion. The stent was observed to be damaged on removal. No clinical sequelae were reported. Evaluation summary: the device was returned to the manufacturing facility for evaluation. The stent was positioned between the inner shaft markers. Multiple struts from the eighth proximal stent segment were raised and pulled distally. The distal tip was flared. Initial mandrel movement failed due to a blockage in the inner lumen which could not be removed and is most likely due to crystallized saline/blood following flushing of the guide wire lumen prior to the procedure, loading onto the guide wire and insertion. There was a kink towards the proximal end of the hypotube. Please note that this device (endeavor resolute rx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity rx).

Manufacturer narrative:
Results: stent damage, failure to deliver the stent; target lesion exhibited approximately 75% stenosis; force used in the attempt to deliver the stent. Conclusions: stent damage, failure to deliver the stent; target lesion exhibited approximately 75% stenosis; force used in the attempt to deliver the stent. (B)(4).